Manufacturer narrative:
Additional information in section h4 - device mfg date. The complaint investigation for falsely elevated potassium results included a search for similar complaints, review of the complaint text, trending data review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided were reviewed and support the complaint issue. The ticket search by lot found no other compliant activity for lot 07552un23 which indicates that the complaint lot performs as expected for this product. A review of tracking and trending did not identify any trends for the issue for the product. Device history review did not identify any non-conformances, or deviations with the complaint lot and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect c16000 processing module for serial number (B)(6), or the ict diluent, lot 07552un23, was identified.

Event description:
The customer observed a falsely elevated potassium result generated on the architect c16000 processing module for a patient sample. The following data was provided (customer¿s reference range 3.5-5.3 mmol/l): initial result = 8.58 mmol/l, repeat result = 3.48 mmol/l, repeat result on roche = 3.59 mmol/l. No impact to patient management was reported.

Event description:
The customer observed a falsely elevated potassium result generated on the architect c16000 processing module for a patient sample. The following data was provided (customer¿s reference range 3.5-5.3 mmol/l): initial result = 8.58 mmol/l, repeat result = 3.48 mmol/l, repeat result on roche = 3.59 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - address 1 complete entry = (B)(6). All available patient information was included. Additional patient details are not available.